Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse replaced the universal surgical manipulator (usm) to resolve the issue. The system was tested and verified as ready for use. In artemis, no error was found indicating damage on the usm. Upon visual inspection, damage was found on carriage that would be related to the reported event. The usm was installed onto a golden system where the component functioned as expected. The usm was then installed onto a patient site cart (psc) fixture test platform (pftp) where all relevant testing was passed within specification. Once testing was completed, the carriage was further inspected and the carriage cover and carriage top plate was verified to be the source of reported problem. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that there was a physical damage on arm 2. There was no reported injury.